Event description:
During a pci procedure, the stent balloon would not fully inflate. The report indicated that the proximal portion of the balloon did partially inflate at 12 atm. The target lesion was pre-dilated. The stent was able to be successfully deployed at the left anterior descending (lad) target lesion. The stent was post-dilated with a non-compliant balloon. The product was inspected prior to use and appeared to be normal. There were no kinks/bends observed in the sds. The product was prepped properly and contrast / saline ration was normal. There was no reported patient injury.